Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a surgery in which the ipg was not put into surgery mode as recommended, the ipg became inoperable. Surgery may occur to address the issue.

Event description:
It was reported that surgery occurred to explant and replace the ipg, which addressed the issue.